Event description:
It was reported that the pump was indicating 'check plunger' error. No patient injury was reported.

Manufacturer narrative:
(UDI) is unknown; no additional information was received. The device was returned for evaluation. Visual and functional testing were performed. The top case was broken, bottom case and right plunge case were cracked. 'Check clutch / plunger lever' error was found multiple times in the device's event history log (ehl). The reported problem was verified when the clutches slipped while performing the occlusion test. This was due to normal wear of drivetrain parts due to device being 14 years old. A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).